Event description:
It was reported that on (B)(6) 2024, a 9mm amplatzer septal occluder was chosen for implant using a 7f amplatzer trevisio intravascular delivery system. During procedure, when the physician tried to deploy the device at left atrial into right atrial then the deice deformed into a cobra shape. The physician took the device out and prepared again, but during deployment the device again deformed into cobra shape. The deformed device was never released from the delivery cable while inside the patient. A new 9mm amplatzer septal occluder was chosen, but during deployment the device deformed into a cobra shape. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The physician changed the device into a new 10mm amplatzer septal occluder and deployed successfully. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity did not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Additionally, a images were received from the field and it appeared to show the device deformity. However, it could not be confirmed as there was no deformity during the returned device analysis. Reportedly, a 7f delivery system was used. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. It is possible due to a large size delivery system could have contributed to the reported event. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 9mm amplatzer septal occluder was chosen for implant using a 7f amplatzer trevisio intravascular delivery system. During procedure, when the physician tried to deploy the device at left atrial into right atrial then the deice deformed into a cobra shape. The physician took the device out and prepared again, but during deployment the device again deformed into cobra shape. The deformed device was never released from the delivery cable while inside the patient. A new 9mm amplatzer septal occluder was chosen, but during deployment the device deformed into a cobra shape. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The physician changed the device into a new 10mm amplatzer septal occluder and deployed successfully. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.